Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8 590-1 lot# n292475, implanted: 2011 (B)(6), product type accessory product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump flipped ¿about 2 weeks after the implant¿ and so the pump was moved ¿up to my rib area in (B)(6) 2011¿. It was later stated that the pump flip occurred a ¿few weeks¿ after the original implant date. The pump at the time of the report was infusing bupivacaine, prialt, and morphine however it was not specified what medications were being delivered at the time of the reported event. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that in (B)(6) 2012, the patient had the pump moved from the lower left front to the upper left front because the pump flipped and was sticking straight out of her side. They moved the same pump and did not put in a new pump. Post-surgery, they pulled 9.5 large syringes of golden fluid out of the pocket and the patient was told they were white cells. Since the pump was moved, the patient had swelling of the left side. (See related pe (B)(4)- catheter dislodged)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the pump had not flipped, but was repositioned due to the patient¿s obesity. There were no symptoms reported and the patient¿s therapy after the revision was ¿acceptable¿.

Manufacturer narrative:
(B)(4).